Manufacturer narrative:
The actual device involved in the reported incident has been discarded by the end-user facility and is not being returned to conmed corporation for evaluation. Photographs have not been sent of the device. When the quality engineering investigation of this reported incident is completed a supplemental report will be filed. Device discarded by end-user.

Event description:
It was reported to conmed that end-user was, "able to fire and put two (2) bands on - when they went to put the third (3rd) band on the end of the gun broke off and wouldn't allow them to apply a band. The end of the device that broke off inside of the patient was not retrieved." There is no report of any patient injury to the patient. Per the end-user facility the hemorrhoid ligator device reported in this incident was discarded by the end-user after the surgical procedure; therefore, the device is not available for evaluation by conmed corporation.

Manufacturer narrative:
The device in question, the stiegmann-goff bandito endoscopic ligator is indicated for endoscopic ligation of internal rectal hemorrhoids. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, for lot 1110144 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. No laboratory examination was performed on the complaint product, as no device was made available. There may be a multiple of possible causes either manufacturing or user related. The complaint can be neither confirmed nor unconfirmed at this time. If the product is returned in the future, the complaint may be re-opened and a further investigation may be performed. No root causes can be confirmed without examination of the product; therefore, no corrective action is recommended at this time. I spoke with the reporter of this incident regarding patient status - to the best of her knowledge there was no patient injury - the unretrieved device fragment most probable passed on its own from the patient's gi tract. Conmed is considering this complaint closed. (B)(4): device not returned to conmed corp.